Event description:
It was reported that during a ureteroscopy procedure, there was smoke at the insertion of the fiber into the laser, and the black connector of the fiber broke off. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was returned in two pieces. Analysis of the returned fiber identified the connector was separated from the fiber body. Visual inspection of the fiber tip indicated it was in good condition. Burn marks were observed on the connector face. The console displayed a message that read: treatments used: 0, treatments left: 1. Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. It is likely that the interaction between the console and fiber may have led to overheating before procedure, ultimately causing the burning on the connector face and leading to the connector separating from the fiber. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. The investigation did not identify any abnormality in manufacturing or design from the risk review and device history record review. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure, there was smoke at the insertion of the fiber into the laser, and the black connector of the fiber broke off. The procedure was completed using another fiber without patient complications.